Manufacturer narrative:
Device manufacture date: 08/01/18- 08/15/18. The device was received for evaluation. A visual inspection was performed with the naked eye with no issues noted. The only dark particulate found is the povidone-iodine solution contained in the device. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found directly on top of the minicap rim prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.